Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and defibrillation lead reported feeling small shocks every hour or so. The patient was told in the emergency room that there was a broken lead. The patient also reports feeling pain at the bottom of the device. Technical services advised that the patient follow up with their physician. No further effects were reported.

Manufacturer narrative:
Resolution was requested from the field representative. It was further reported that the patient was evaluated. There were no stored episodes and no programming changes. The patient is scheduled for normal 3 month follow-ups. Information suggest these products remain in-service. Should additional information become available, this event will be updated.

Manufacturer narrative:
Resolution was requested from the field representative, however, as of today no further information has been received. Information suggest these products remain in-service. Should additional information become available this event will be updated.